Manufacturer narrative:
One unit was returned for evaluation. During visual inspection it was noticed that the retaining ring was missing from the top of the connector at the proximal end of the device. The remnants of silicone adhesive were noticed in the channel that houses the retaining ring. The swivel connector was found to be broken and separated from the device. Since the device had been reported to be in use successfully for over a month, it is not likely the failure was due to a manufacturing defect. The retaining ring and the swivel connector could be broken if excessive forces are exerted onto the connector or attempted to remove a non-removable connector. Improper method for connection/disconnection of the circuit or reprocessing could also result in such failure. The instructions for use state the following: 4.4 the security of all connectors should be checked when the circuit is established and frequently thereafter. Failure to do so may result in restricted ventilation. Avoid application of excessive rotational or linear forces on the tube during and after attachment of the breathing system to the tracheostomy tube connector to prevent accidental disconnection or occlusion. 4.6 always hold the base of the 15mm connector when disconnecting. If difficulty is experienced when disconnecting, utilize the disconnect wedge provided by inserting the thin end between the connectors and pushing to force them apart; refer to illustration a. Do not apply forces to the tube itself as this may result in tube damage which may compromise the airway. 8.0 cleaning note: rotating 15mm connectors can only be removed from pediatric "v" flanges and pediatric flextend connector ends. All other flanges do not have removable rotating connectors. Attempting to remove the rotating or fixed connector in all other products could damage the tube. There was no evidence found that would suggest the reported event was due to an intrinsic defect in manufacturing.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during routine change the wedge was being used to disconnect the hose from the tracheostomy tube when the lip of the connector broke. The reported device has been in use for approximately a month. A different tracheostomy tube was used. No adverse health outcome resulted from this event.